Event description:
Information was received from the healthcare provider of a patient with an implantable neurostimulator (ins). It was reported that patient had their scs device was removed because ¿it didn¿t work.¿ the healthcare provider did not know when the device stopped working. No additional information was provided. Follow-up was performed. No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.